Event description:
Patient states that insulin is leaking from the tubing without piston making contact with reservoir.

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Furthermore, the used sample failed flow test of the tubing. Unused devices: no unused samples were returned for evaluation. Reference samples: the reference material was tested and the p-cap connector membranes were humid on 2 samples which also failed the p-cap connector vent test. The remaining 8 samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200802. No relevant deviations during manufacturing were recorded. (B)(4)